Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to an unspecified pump malfunction. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 600 mg/dl and received unspecified treatment at the hospital. No additional information was available. Attempt by customer technical support to follow-up on the matter was unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.